Event description:
It was reported to cayenne medical on (B)(4) 2017 that " a quattro link anchor has partially pulled out of bone causing crepitations. The anchor was implanted on (B)(6) 2017 and that the patient is scheduled for revision on (B)(6) 2017." On 12/06/2017, cayenne was notified that the revision surgery occurred as planned.